Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(4) 2017 from a healthcare professional. This case concerns a male patient of unknown age who received treatment with synvisc one and later after unknown latency had increased pain and had difficulty with ambulation. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date, after unknown latency, the patient struggled with increased pain and difficulty with ambulation for quite a few days. The patient contacted the hcp daughter to help with the complications. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented." Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi follow-up company comment dated 28-dec-2017: this case concerns a patient who received synvisc one injection and later had pain and difficulty with ambulation. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.